Event description:
The customer reported that they could not pace a pt with the device. There was no report of negative pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that they could not pace a pt with the device. There was no report of negative pt outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.